Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer " needs to use a stylus at work to use the menu touchscreen and it¿s very hard to push the top button and use the touchscreen." There was no reported adverse impact. No additional information was provided.